Event description:
It was reported that the patient had a scheduled esophagogastroduodenoscopy (egd) and colonoscopy on (B)(6) 2022. A polypectomy was also performed during the procedure. No ulcers or other high-risk lesions were observed. The patient had an enoxaparin bridge while off warfarin. Since the procedure, the patient was having melena, intermittent dizziness, and lower mean arterial pressures (maps). The patient was readmitted for gastrointestinal (gi) bleed. Warfarin was held temporarily, and packed red blood cells (prbcs) were given. The patient was discharged home on warfarin.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported gastrointestinal bleeding, dizziness, and low mean arterial pressure (map) could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(4). No further events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03feb2020. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. The hm3 lvas instructions for use (IFU) lists potential adverse events, including bleeding, and outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. Section 6 of the hm3 IFU outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. This section also outlines measuring blood pressure and blood pressure management for patients. No further information was provided. The manufacturer is closing the file on this event.